Event description:
On 06-sep-2019, motion concepts lp was notified by medbloc inc (the motion concepts USA importer) that one of medbloc's dealers (vamc-philadelphia, pa) was notified of an incident that took place on (B)(6) 2019. The dealer reported that the end user stated that he was riding down the road and hit a bump. After hitting the bump, the system "started tilting on its own". He attempted to get out of the system and fell to the ground injuring his head. He stated he and the system were brought to an emergency room where they performed an EKG since he is an existing heart patient. No x-ray to his head or back and no stitches were required. He was sent home with the chair and then contacted us. The end user said that the system display screen indicated that "switch may be stuck" .the end user removed the 8-way switch and the user could operate the seating system as intended.